Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and self test. No unexpected power error detected alarms noted during testing. Unexpected pump error 25 alarmed during idle and pump error 25 was triggered when the lithium backup battery (loadedvlith) was less than 3.50v for 240 consecutive minutes as indicated in the power management graph due to abnormal behavior. Connector for j6 on pcba 1 was properly connected during visual inspection. The j6 connector was disconnected and reconnected then monitored for 2 days with the unit functioning properly during testing. Due to the j6 connector being disconnected and reconnected the high sleep current measurement was retested and passed. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and peeling end cap address label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a power error detected (pump error 25). The customer reported no adverse event. The event involved product mmt-1711w. Troubleshooting was not performed. No harm requiring medical intervention was reported. The product was returned for analysis.